Event description:
It was reported that during a recent device check, the physician noted that they were unable to read the data of the device. The device was repeatedly tested with the same result. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).